Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had withdrawal and had an MRI where the catheter was not visible. There were no known environmental/external/patient factors that led or contributed to this issue. The catheter was not able to be aspirated. The issue had not been resolved and the issue was not resolved at the time of this report. The patient was receiving 4,000 mcg/ml fentanyl at a dose of 1,200 mcg/day. The patient was to present for catheter revision on (B)(6)2018. The patient's status as "alive - no injury". The patient's medical history included diabetes, fbss, peripheral neuropathy, acute bronchitis copd, and osteoarthritis.

Manufacturer narrative:
Other relevant device(s) are:product ID 8731sc serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of fentanyl at 1200.5 mcg/day via an implantable pump for spinal pain. The patient reported that since their new pump was implanted (B)(6) 2018 they have been in a lot of pain, described as sickening. The patient reported he went from a "6-7 to 9-12,¿ because sometimes he ¿will give a bolus, and it doesn't do anything.¿ the patient reported they can receive a 50.0 mcg/bolus, 6x/day, 1x/240m, 1x/4hr. The patient reported a magnetic resonance imaging (MRI) procedure was done to see how the patient¿s lower back fusion, performed prior to implant, was doing. The patient indicated that it was not right, the discus were bulging, and they had arthritis. The patient also reported they could not find the catheter on the MRI, so the doctor wanted to replace it. It was indicated the catheter could not be found on MRI the previous week, or the week before that ((B)(6) 2018). The patient reported that he asked if he should go back to his surgeon, and the doctor stated he would not want to replace the catheter because he said that can ¿mess up the catheter for people with pain pumps.¿ the patient was redirected to their healthcare provider to address the issues reported. The patient stated they were hoping to have surgery on (B)(6) 2018. No further complications were reported or anticipated.